Event description:
A customer called in requesting training on control solution test and stated she is a newly diagnosed diabetic, and might have had a medical episode because she did not have the meter set up. The customer reportedly experienced nausea, blurred vision and was seen by a doctor who diagnosed her with hyperglycemia and treated with saline solution via intravenous infusion and humalog. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This case did not involve a product malfunction. Since the medical event was related to a training issue, no investigation of the product is required. This is a final report.